Event description:
It was reported that there was a malfunction with the pump displaying malf 16 and the fault ID 16 0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump with guidance from cts, but the malfunction persisted, leading to a decision from cts to replace the pump. The customer switched to mdi as a backup therapy and was instructed to return the faulty pump using a pre-paid label within 10 days. The customer understood and followed all directions for returning the pump and preparing it for storage.